Manufacturer narrative:
The vdcu was returned for failure analysis, and the reported video issue could not be confirmed or replicated. During lighthouse log reviews, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vdcu was installed onto a golden system where the component functioned as expected. The vdcu errors were inspected using localhost:8050, and all values were within expectations. Ten power cycles were performed, and the unit was left in the golden system to idle for 1 hour with no issues found. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported events.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vdcu board found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that the monitor on top of the vision tower kept cutting out. The technical support engineer (tse) was informed that multiple recoverable 45309 errors were received and could not be cleared, leading to a conversion to laparoscopic surgery to complete the procedure. The tse guided the customer through a hard power cycle of the system, but the system continued to fault. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure that converted to lap due to the consistent fault from robot was a cholecystectomy. The gallbladder had already been removed off the liver bed and the only part that converted to laparoscopic was to remove the gallbladder from the abdomen and use some suction/ irrigation. The physician was not at all upset by the nature of having to undock and finish the procedure at bedside.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658360-26 vdcu to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.